Event description:
A ventilator was returned to the manufacturer for four-year maintenance (or service). There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the active exhalation control module test step during testing. The manufacturer's service technician replaced the device's three-way solenoid valve to address the issue. Additional findings not related to the malfunction/issue was damaged to the front panel. The manufacturer's service technician replaced the device's front panel to address this issue on the device. After all the parts were replaced on the device, the manufacturer's service technician re-performed the full testing on the device, and all test passed on the device.